Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) was about to be advanced on the guide wire, it was noted that there was no stent on the balloon. The stent was found in the protective sheath on the mandrel. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering could not determine a definitive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood or contrast visible. The stent was returned in the orange protective sheath on the stylet. There were crimp marks on the balloon where the stent had been between the markers. The stent was removed from the protective sheath, to reveal that the struts were flattened slightly distal to proximal. The balloon was tightly folded. There was a kink in the inner member 9 cm distal to the guide wire exit notch. There was a kink in the proximal hypotube shaft 25cm distal to the strain relief tubing. There was no other damage noted to the sds. A laser micrometer was used to measure the outer diameter of the stent. The distal and proximal met criteria, the middle was below nominal due to the flattened struts. The protective sheath inner diameter was measured and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that when the vision was about to be advanced onto the guide wire when it was noticed that the stent was dislodged from the balloon and found inside the protective sheath. It should be noted that the instructions for use (IFU) states to examine the device prior to use and not to use the sds if any defects are found. Quality assurance technician analysis confirmed that the stent implant was returned inside the protective sheath and was noted as slightly flattened. Crimp marks were visible on the balloon and between the markers, which suggests that the stent was positioned correctly and securely at the time of manufacture. The balloon was tightly folded. The distal and proximal stent outside diameters met manufacturing criteria; however, due to the stent being damaged, the middle outside diameter measurements did not meet criteria. The flattened stent may have occurred due to forced sheath removal. If significant pressure is inadvertently applied during removal of the protective sheath, the stent implant can sustain mechanical damage and become disrupted on the balloon, which may also facilitate dislodgement. The inner diameter of the returned protective sheath met manufacturing criteria. In addition, a kink in the inner member and a kink in the hypotube were noted. There was no mention of this in the incident report and likely occurred during the packing/shipping of the device back to abbott vascular for evaluation. There does not appear to be a product quality issue. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent implant placement and security. This MDR is considered to be closed by the product performance group.